Manufacturer narrative:
An event of off-label use of the amplatzer® vascular plug ii to mitigate mitral regurgitation was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article "a hybrid technique for treatment of commissural primary mitral regurgitation" was reviewed. This is a case series of six consecutive patients with severe commissural primary mitral regurgitation who underwent mitraclip insertion followed by an amplatzer vascular plug (avp) ii occluder between the commissure and the mitraclip. The procedure was successful in all patients. Mr was reduced from severe to mild/trivial in 50% and moderate in 50% of cases. On 30-day follow-up, nyha class had improved from iii (6 patients) to I (2 patients), ii (2 patients), and iii (2 patients). One patient developed hemolysis at 1-day post-procedure which required two units of blood transfusion. However, this improved with transfusion and medical management. There is no allegation against the abbott device. The primary author is claire e raphael. The corresponding author is mackram f. Eleid, md, of mayo clinic, rochester, minnesota, united states. The corresponding email is: (B)(6).